Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set tubing detached from connector event in between 22-jun-2024 to 27-jun-2024. The infusion set was in use for 1-1.5 hours and also 30 minutes. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 5.